Manufacturer narrative:
(B)(4). The facility's biomedical engineer advised that he had evaluated the device and was unable to duplicate the reported issue. The biomedical engineer then requested that the device be returned to physio-control for further evaluation. Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. Physio-control noted that there were no electronic patient records in the device's memory from the reported event for review. Physio-control has recommended repairs that are unrelated to the reported issue. After the customer has responded to the recommendations, the device will be repaired and returned to the customer for use. Physio-control performed a clinical review of the reported event; however there was insufficient information available to determine whether or not the device use contributed to the patient¿s outcome. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel advised that their device did not deliver energy when prompted. The biomedical engineer advised that there was no service indicator present and no event codes in the device's memory. The customer advised that their device was being used to monitor the patient via a therapy cable and physio-brand quik-combo electrodes (lot code: 807524, exp. Date: 09/16/2020). The patient then experienced cardiac arrest and was found unresponsive in her bed. Medical personnel observed she was in ventricular fibrillation (v-fib). Using their device, medical personnel then attempted to charge and shock; however, the device would not deliver the energy. Medical personnel then obtained a backup device that was nearby. The customer advised that the delay in obtaining the backup device was minimal - approximately a 1 minute delay. The patient initially survived the event and was transferred to the ccu requiring intubation. The patient did pass away 6 days later ((B)(6) 2018). Physio-control spoke with the facility's clinical leader who advised that she was unsure whether or not the device use contributed to the patient's outcome.